Event description:
It was reported intermittently the image blackened out. This resulted in a loss of the live image. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an investigation. The camera assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.